Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of an error during boot-up via the error logs and the link electronic module board was replaced and calibrated, and the software reloaded and updated to resolve. It was additionally noted that the stylus tip was loose but functional and the stylus was replaced as a preventive and calibrated to the touch screen. Device passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer displayed an error during boot-up; a different programmer was used. Initial analysis noted that the error was unable to be reproduced, however, was confirmed via error logs. The link electronic module (lem) was replaced. The programmer was returned for repair. It was also requested that the software be reloaded and the programmer be tested. No patient complications have been reported as a result of this event.